Manufacturer narrative:
Concomitant medical products: product ID 977a260, lot# serial# (B)(4), implanted: (B)(6) 2021, product type lead. Product ID 977a260, lot# serial# (B)(4), implanted: (B)(6) 2021, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 30-jul-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 13-apr-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient fell over from a squatting position post implant. X-ray taken at post op appointment on (B)(6) 2021, showed each lead marginally moved up/down and ultimately are in the same position as implant, just opposite. No issue with programming. X-ray taken (B)(6) 2021. No issues with lead placement or programming. Issue resolved.